Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: n/a g2 foreign: france review of the most recent repair record determined the motor seized and was corroded. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery, dermatome does not start despite the button indicator light is green. Seized motor found during investigation. There was no patient involvement or impact. Due diligence information complete.